Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 55 mg/dl shortly after a usual lunch that included soda and a slice of pizza, and they treated the event with an oral carbohydrate drink containing 18 grams; the cause of the event was unclear and device-related details were limited. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.